Event description:
A patient was prepped for a port placement procedure using the powerport clearvue slim. It was reported that prior to the procedure, the device was received with a bent tip. Further fracture was discovered. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigational summary: one powerport clearvue slim implantable port was returned for evaluation. Visual, microscopic evaluations and functional testing were performed on the returned device. The port stem was noted to be deformed. The distal end of port stem was noted to have a jagged edge. Therefore, the investigation is confirmed for reported stem bent issue and identified fracture issue. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.